Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash. The patient's physician advised the patient to remove the lifevest for a few days to let the affected area heal. The patient's medical outcome is unknown. The patient is in the care of her physician.